Event description:
It was reported that the renasys go device presented a failure to charge the battery and overheated. Event occurred during inspection thus no harm nor injury reported. No delay.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for this complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history has been reviewed and similar instances have been found in the previous four years, further investigations are being conducted to determine if additional actions are required. The device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The device passed the functional evaluation within expected parameters. On this occasion we have been unable to identify a definitive root cause or confirm a relationship between the device and the event. The described failure mode, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. Once the device temperature drops the device will continue to charge. Recommendations: storage of the device should be within an area that is not subject to high temperatures. Ensure the device is fully charged prior to use. Locking the screen is recommend during the charging process. Do not charge the device in its carry bag. It is important that all users of this device, read and follow the instructions in the supplied manual for use.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the renasys go device presented an overheating. It is unknown if the event happened during treatment or upon inspection.